Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received information alleging the exhalation valve was not working. There was no harm or injury reported.